Event description:
It was reported that the implantable pulse generator (ipg) exhibited a false right atrial (ra) unipolar lead warning for low impedance. It was also reported that the right atrial (ra) lead exhibited small p waves. The ipg and ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated diminished atrial sensing. If information is provided in the future, a supplemental report will be issued.